Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: event log analysis established that the user changed the infusion time, which resulted in the rate adjustment. The pump operated according to the parameters programmed by the user, including the mid-infusion rate change. According to the pump's design, when treatment parameters are adjusted mid-infusion from the infusion screen, a confirmation message is presented to the user to approve the changes. In this case, the pump was operating under a 'high' authorization level, which permits such modifications without requiring a password. Conclusion: no malfunction or irregular behaviour was identified in the pump's performance in the event log. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from portugal. A delivery issue was reported. The type of the drug involved in the event was blinatumomab. It was reported that the patient was hospitalized as a result of this event, no specific clinical signs or symptoms of harm that led to the hospitalization have been provided. The customer stated that the patient has been discharged from the hospital, with the customer stating that the patient is "fine".

Manufacturer narrative:
Eitan medical requested additional information, the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from portugal. A delivery issue was reported. The type of drug during the event was not reported. It was reported that the patient was hospitalized as a result of this event. At this time, specific clinical signs or symptoms of harm that led to the hospitalization have not been provided. The customer stated that the patient has been discharged from the hospital, with the customer stating that the patient is "fine".

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump was found to meet its specifications. Conclusion: it can be confirmed that the reported over delivery occurred due to a user shortened the infusion time. Per pump design, this recalculated the infusion rate to deliver the remaining volume in the shortened time. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from portugal. A delivery issue was reported. The drug involved in this event was blinatumomab. It was reported that the patient was hospitalized as a result of this event, no specific clinical signs or symptoms of harm that led to the hospitalization have been provided. The customer stated that the patient has been discharged from the hospital, with the customer stating that the patient is "fine".